Event description:
It was reported by service report that the side rail outer panels were cracked and there were sharp edges with the possibility of fluid ingress. It is unk if there was pt involvement or if there were adverse consequences to report.